Manufacturer narrative:
Section g date received by manufacturer. Section g6 type of report. Section h6 evaluation codes. Section h10 manufacturer narrative. The device was not returned to saluda for analysis. The cause of the impaired wound healing cannot be conclusively determined. The manufacturing records were reviewed and confirmed that the product met requirements for release with no anomalies identified.

Event description:
Following the implant of an evoke spinal cord stimulation (scs) system, the patient experienced impaired healing at the implant site. Antibiotics did not resolve the symptoms. The scs system was explanted and a week following the procedure the patient was healing.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.